Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of manufacturing related potential cause for this event. Visual analysis of the returned device revealed that the needle of a suture was inside the cage. No other defects were noted on the device. The device was actuated three times with another suture and no functional defects were found. Operational context contributed to this event.

Event description:
It was reported to boston scientific corporation that a capio standard suture capturing device was used during a procedure.according to the complainant, during the procedure, the needle of the suture was cut off and remained in the capio device. It is unknown whether or not the procedure was completed, however, it was reported that there was no patient injury.attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a capio standard suture capturing device was used during a procedure. According to the complainant, during the procedure, the needle of the suture was cut off and remained in the capio device. It is unknown whether or not the procedure was completed, however, it was reported that there was no patient injury. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant information become available, a supplemental report will be submitted.